Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The event was manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. The patient's pd catheter is expected to be removed and the patient will start hemodialysis therapy. At the time of this report, the patient remains hospitalized and has not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Eleven days after being admitted, the patient was recovered from the peritonitis event and on the same day, the patient was discharged from the hospital. On an unreported date, the patient was switched to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.